Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath identified a loss of fluid and pressure during functional evaluation. Inspection identified both valves to be torn on the inner face by the center slit. The clinical observations were confirmed by the analysis results. Correction to the initial MDR in block g2 report source.

Event description:
It was reported that a faradrive steerable sheath during a persistent atrial fibrillation procedure which it's considered off label, presented visible air. When the doctor was inserting the farawave he noticed that the faradrive would not stop having microbubbles in the tubing. The bubbles did not appear when flushing or pulling back on the syringe only after. Procedure successfully completed using original method and/or device. No patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during a persistent atrial fibrillation procedure which it's considered off label, presented visible air. When the doctor was inserting the farawave he noticed that the faradrive would not stop having microbubbles in the tubing. The bubbles did not appear when flushing or pulling back on the syringe only after. Procedure successfully completed using original method and/or device. No patient complications. The device is expected to be returned.